Manufacturer narrative:
Backhaus, r., boy, s., fuchs, k., ulrich, b., schuierer, g., <(>&<)> schlachetzki, f. (2013). Hyperperfusion syndrome after mca embolectomy ¿ a rare complication? American journal of case reports, 14, 513-517. Doi.org/10.12659/ajcr.889672. The solitaire device has not been returned for evaluation; product analysis cannot be conducted. Based on the information in the article, there does not appear to have been any defect of the device during use. The events occurred in the patient post-procedure and its cause could not be conclusively determined from the provided information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of dislocation of thrombotic material after solitaire mechanical thrombectomy. The patient had presented with acute ischemic stroke due to middle cerebral artery occlusion with right-sided hemiparesis and aphasia; nihss was 16. 130 minutes after symptom onset, the patient was treated with standard systemic rtpa. Cta confirmed complete mca occlusion of 10mm with good collateralization into the sylvian fissure. At 210 minutes after symptom onset, embolectomy using a solitaire stent was performed, which resulted in complete and successful recanalization of the mca and its branches. Partial dislocation of the thrombotic material into the anterior cerebral artery (aca) occurred and treatment using tirofiban was initiated for 24 hours. The following day, diagnostic imaging showed an increase of mca peak systolic flow, small aca infarction, and mild left hemispheric oedema. Six days later, the patient was weaned from ventilation. Magnetic resonance imaging (MRI) revealed cortical swelling of the complete left mca territory however sparing the lateral insula, strong diffusion weighted lesions in the aca and slightly attenuated diffusion abnormality in the left mca territory, and dilated left internal carotid artery and mca vessels. The t2-weighted sequences demonstrated dilated mca branches indicative for compromised vasoreactivity. In absence of severe atherosclerosis and other risk factors, stroke was classified as cardioembolic due to intermittent atrial fibrillation which, however, was not detected during hospital stay. Seven days after symptom onset, left sided mca flow was still increased, tracheotomy was performed, and the patient transferred to neurological rehabilitation with severe left hemispheric deficits.